Event description:
It was reported to boston scientific corporation that a endovive standard peg kit push method was used in a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, during the procedure, when the physician attempted to insert the g-tube through the stoma, the tube kinked and bent and was unable to advance. The stoma incision was reported to be 1-1.5 centimeters and the patient did not have tortuous anatomy. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The reported event feeding tube kinked. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.